Event description:
It was reported that 93) devices were used druing a colon procedure. It was reported by the affiliate that the tsb35 instrument anvil slipped out after firing. There was no consequence to the pt.